Event description:
It was reported that prior to use with bd vacutainer® one use holder the label was discovered to be missing from the product. The following information was provided by the initial reporter, translated from japanese to english: according to the customer¿s report, the barcode label containing lot information is usually affixed to the product but there was no label affixed to the product received this time.

Manufacturer narrative:
H6. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: na. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® one use holder the label was discovered to be missing from the product. The following information was provided by the initial reporter, translated from japanese to english: according to the customer¿s report, the barcode label containing lot information is usually affixed to the product but there was no label affixed to the product received this time.